Event description:
Discordant, falsely low troponin (tni), creatine kinase (ckmb), and brain natriuretic peptide (bnp) results were obtained on patient samples on an advia centaur cp instrument. It is unknown if the discordant results were reported to the physician(s). The samples were rerun on the same instrument after troubleshooting, and the rerun results were all higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tni, ckmb, and bnp results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, it was discovered that the operator had placed the bottles of acid and base reagent in the incorrect positions on the system. The customer performed troubleshooting to correct the misplacement of the acid and base reagents and confirmed that the laboratory staff knows the proper procedure for loading reagents onto the system. The cause of the discordant, falsely low tni, ckmb, and bnp results was a user error due to the reagent bottles being in the incorrect positions on the system. The instrument is performing according to specifications. No further evaluation of this device is required.